Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain") in an adult female patient who had essure (batch no: 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome and arthritis. Concurrent conditions included obesity, unspecified (bmi: 29.519). Concomitant products included acetylsalicylic acid (aspirin), clarithromycin (claritin) since 2008, diclofenac, dicycloverine hydrochloride (bentyl) since 2005, ibuprofen, loperamide hydrochloride (lomotil) and olmesartan medoxomil (benicar) since 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified"), stress urinary incontinence ("stress incontinence"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), headache ("headaches"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), pain ("chronic pain"), vulvovaginal candidiasis ("vulvovaginal candidiasis"), back pain ("pain: back pain"), arthralgia ("pain: hip pain"), coccydynia ("pain: tailbone pain"), neck pain ("pain: neck pain"), abdominal distension ("abdominal bloating") and adverse event ("other injury or complications - unspecified") and was found to have weight increased ("weight gain"). The patient was treated with fluconazole, triamcinolone acetonide (triam) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, vaginal infection, urinary tract infection, stress urinary incontinence, migraine, vaginal discharge, headache, fatigue, weight increased, irritable bowel syndrome, pain, vulvovaginal candidiasis and neck pain outcome was unknown and the back pain, arthralgia, coccydynia, abdominal distension and adverse event was resolving. The reporter considered abdominal distension, adverse event, arthralgia, back pain, coccydynia, cystitis, fatigue, headache, irritable bowel syndrome, migraine, neck pain, pain, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, back pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc (product technical complaints). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain\chronic pain') in an adult female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome and arthritis. Concurrent conditions included obesity, unspecified (bmi: 29.519). Concomitant products included acetylsalicylic acid (aspirin), clarithromycin (claritin) since 2008, diclofenac, dicycloverine hydrochloride (bentyl) since 2005, ibuprofen, loperamide hydrochloride (lomotil) and olmesartan medoxomil (benicar) since 2012. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain: hip pain"), coccydynia ("pain: tailbone pain") and neck pain ("pain: neck pain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified"), stress urinary incontinence ("stress incontinence"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), vulvovaginal candidiasis ("vulvovaginal candidiasis/yeast infection"), back pain ("pain: back pain/ lower back pain") and abdominal distension ("abdominal bloating"). The patient was treated with fluconazole, triamcinolone acetonide (triam) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal candidiasis, back pain, arthralgia, coccydynia, neck pain and abdominal distension was resolving, the cystitis, vaginal infection, urinary tract infection, stress urinary incontinence, vaginal discharge, headache, weight increased and irritable bowel syndrome outcome was unknown and the migraine and fatigue had resolved. The reporter considered abdominal distension, arthralgia, back pain, coccydynia, cystitis, fatigue, headache, irritable bowel syndrome, migraine, neck pain, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, back pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: f/u 3 and f/u 4 processed together.new pfs received- outcome of events pelvic pain, neck pain, yeast infection from unknown to recovering/resolving and fatigue , migraines from unknown to recovered/resolved were updated. Event chronic pain clubbed with pelvic pain. Event adverse event nos deleted since there are other specific events in the case. On 17-sep-2019: f/u 3 and f/u 4 processed together. No new significant information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain") in an adult female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome and arthritis. Concurrent conditions included obesity, unspecified (bmi: 29.519). Concomitant products included acetylsalicylic acid (aspirin), clarithromycin (claritin) since 2008, diclofenac, dicycloverin hydrochloride (bentyl) since 2005, ibuprofen, loperamide hydrochloride (lomotil) and olmesartan medoxomil (benicar) since 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified"), stress urinary incontinence ("stress incontinence"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), headache ("headaches"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), pain ("chronic pain"), vulvovaginal candidiasis ("vulvovaginal candidiasis"), back pain ("pain: back pain"), arthralgia ("pain: hip pain"), coccydynia ("pain: tailbone pain"), neck pain ("pain: neck pain"), abdominal distension ("abdominal bloating") and adverse event ("other injury or complications - unspecified") and was found to have weight increased ("weight gain"). The patient was treated with fluconazole, triamcinolone acetonide (triam) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, vaginal infection, urinary tract infection, stress urinary incontinence, migraine, vaginal discharge, headache, fatigue, weight increased, irritable bowel syndrome, pain, vulvovaginal candidiasis and neck pain outcome was unknown and the back pain, arthralgia, coccydynia, abdominal distension and adverse event was resolving. The reporter considered abdominal distension, arthralgia, back pain, coccydynia, cystitis, fatigue, headache, irritable bowel syndrome, migraine, neck pain, pain, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, back pain." Most recent follow-up information incorporated above includes: on 30-apr-2019: the case is incident. Reporter information was added. This case is medically confirmed. This case concerns adult patient. Her demographic was updated. Her historical condition/medication was added. Lab data was added. Essure indication was amended. Essure insertion/removal date was added. Essure lot number was added. Her concomitant/treatment medications were added. Event: injury was updated to more specified events: pain: pelvic pain, infection (bladder/ urinary tract/vaginal): unspecified, stress incontinence, migraine, headache, fatigue, vaginal discharge, weight gain, ibs (irritable bowel syndrome), chronic pain, vulvovaginal candidiasis, pain: back pain, pain: hip pain, pain: tailbone pain, pain: neck pain, abdominal bloating and other injury or complications - unspecified were added. She was recovering from following events: back, hip and tailbone pain and abdominal bloating. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.